Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the issue was caused by a known software anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would intermittently receive exams from the medtronic imaging system. It was noted that when transferring to a computed tomography (CT) procedure, the exams displayed an error message in regards to the field of view being larger than 18cm. After clearing the message, the exams appeared. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software analysis found that this issue is consistent with a known software anomaly. The anomaly is tracked in an internal data base. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-2-21: the representative noted that the system has been used multiple times since with no issues.